Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted the distributor to report that their device's pogo pin was defective. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault. The fault was attributed to pogo-pin failure. Upon receipt, it was observed that the a pogo-pin would fall into its barrel upon rotation of the device. Measurements taken during the investigation confirmed the failure of the pogo-pin. The failure of the pogo-pin had resulted in an intermittent connection between the device and pad-pak. This had led to the voltage fluctuations, undefined fault code and low battery fail within the device memory. The user would have been alerted with ¿warning, low battery¿, prompt alongside a flashing red status indicator and failure chirp, as per the reported fault. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted the distributor to report that their device's pogo pin was defective. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.